Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 24, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving a sensor replacement alert. An RMA was issued for the return of the sensor for further investigation. The investigation on the returned sensor revealed that the sensor experienced a led short. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The user was offered a sensor replacement as a resolution. B4.date of this report 27 jan 2026. G3.date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution,RMA was authorized to offer the user a sensor replacement. B4.date of this report 20 june 2025. G3.date received by the manufacturer? 20 june 2025. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.